Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient was having a wound issue. Surgical intervention was undertaken and the ipg site was washed out. Stimulation was restored following the procedure.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.